Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer stated that there was no damage to the shipping container, but the packaging was found to be ripped. Upon further review of this product problem, it was noted that the torn device package compromised the sterility of the device. No patient involvement or adverse events were reported as a result of this product problem.